Event description:
Initially the customer contacted baxter's technical service center to report an unrelated issue with their homechoice (hc) device during the prime for peritoneal dialysis (pd). During the conversation, the caregiver (cg) stated that the home patient (hp) was in the hospital for peritonitis. On (B)(6) 2011, baxter product surveillance received the following information from the peritoneal dialysis nurse (pdn). On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis. On the same date, the patient was hospitalized for the peritonitis. There was no exit site or tunnel infection associated with the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (dose and frequency not reported). Concomitant medications were not reported. The pdn reported the cause of the peritonitis was poor aseptic technique due to touch contamination. Outcome for the event of made mistake/ touch contamination was not reported. It was unknown if retraining of the patient on aseptic technique had been done. An opinion of causality was not provided. On (B)(4) 2011, baxter global pharmacovigilance (gpv) and homecare services (hcs) received information reported by a consumer and the pd nurse as follows. This report was medically confirmed. On an unreported date, the patient began treatment with dianeal unknown, dianeal pd2 ambuflex and dianeal pd4 ambuflex (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced mental status change, fluid around lungs, low blood pressure, orthostatic hypotension and peritonitis, which resulted in hospitalization the same day. The nurse confirmed the cause of the peritonitis was touch contamination as previously reported. At the time of this report, the patient was recovering from the event of peritonitis and remained hospitalized. Outcomes for the events of mental status change, blood pressure low, fluid around lungs and orthostatic were unknown. Dianeal therapy was ongoing. The nurse stated that the events of mental status change and peritonitis were unrelated to dianeal therapy. A causality statement was not provided for the events of fluid around lungs, blood pressure low and orthostatic. On (B)(4) 2011, another contact was made to the pdn by gpv. The pdn stated she spoke with "another baxter representative this morning" and declined to provide any further information.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because it was reported in the event description that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. A review of all batch record documents was performed on potentially associated lots h10k12043, h11c16098, h11h18044, and h11e09049 with no issues noted during the manufacturing process. A batch review was performed for h11c31030 and an exception was noted for molding defect associated with the connector component. There is no evidence to support association to the reported problem. The affected product was 100% inspected. Corrective actions implemented and effective. Quality inspections were acceptable with all product release requirements acceptable. There were no deviations from standard procedure. The instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce possibility of infection. Additionally, the guide instructs the user to use aseptic technique to reduce the chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. Contamination of any part of the fluid path can result in peritonitis. The guide instructs patients to put on a face mask and wash and dry (or disinfect) their hands thoroughly. The patients are instructed to cap off the patient line and transfer set using a new minicap and flexicap when disconnecting during therapy. The direction sheet, provided with the product, has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.